Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device misfired. The stitch released at the wrong time. There were no patient issues.

Manufacturer narrative:
(B)(4). Device evaluation summary: post marketing vigilance (pmv) received one suturing device, opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. Witness marks from the needle tip impacting the bevel wall were observed on the instrument. No sheering was observed on the toggle switches. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Based on the product analysis, the failure was not confirmed to be attributed to the reported event as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.